Event description:
An infection was reported. The device was expulsed through the skin, the device was visible as "one third of pump was hanging out of the pocket". The system was explanted, a wound 'vac' was applied and the pt continued to be monitored; she recovered without sequelae. The device will not be replaced per the pt's request. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Catheter.